Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The instructions for use (IFU) provides the actions if irregularity occurs during procedure with the following statement: chapter 5 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the bending section cover adhesive had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced an e204 error which prevented the surgeon from clearly seeing the bowl clearly. The issue was found during a diagnostic gastroscopy. The patient's anesthesia was extended, and the procedure was also extended. The procedure was ultimately cancelled, and the stack was rebooted. There were no reports of patient injury or harm. This report is related to linked patient identifier (B)(6).